Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient's healthcare provider (hcp) erroneously programmed the dose restriction interval (dri) to 12 in 24 hours instead of 3 when the patient was in the office on 2014 (B)(6). It was noted that the patient was unaware of the change and the hcp corrected it. The pump was infusing an unknown drug. Additional information was requested, but was not available at the time of report.